Event description:
A greenfield filter was implanted on (B)(6) 2008. On (B)(6) 2019 it was noted via a CT scan that perforation had occurred. Several struts appear to extend beyond the ivc wall. Several of the struts appear to extend beyond the ivc wall. One of the struts contacts the l3-l4 disc exhibits some adjacent calcific density. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008 . On (B)(6) 2019 it was noted via a CT scan that perforation had occurred. Several struts appear to extend beyond the ivc wall. Several of the struts appear to extend beyond the ivc wall. One of the struts contacts the l3-l4 disc exhibits some adjacent calcific density. No further patient complications were reported.

Manufacturer narrative:
Field change: a1,a2,a3.